Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Foreign body in syringe approx. 1.4 x 0.4cm. Looks like riffled plastic end of plunger. Syringe intact, no missing parts. Foreign body to big to fit through luer lok.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: both photos along with the physical sample were provided to our quality team for investigation. Through visual inspection, a broken piece of plastic from the base of a plunger rod is observed within the syringe. A device history review was performed for lot 2310087, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no broken pieces or contamination was observed. The areas where pieces run in manufacturing area are protected to avoid damage on the product. While we cannot identify a direct issue, it was determined the piece likely broke during movement within the equipment, falling into the barrel as observed within the sample provided. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.